Event description:
It was reported to boston scientific corporation that during an anterior and posterior repair procedure using an uphold vaginal support system, as the physician was pulling on the sleeve of the leg assembly, the sleeve detached. Reportedly, the sleeve piece fell loose inside the patient, and the physician subsequently retrieved it with a clamp. The physician completed the procedure with this uphold vaginal support system with no complications to the patient, who is over 18 years of age and was fine at the conclusion of the procedure.

Event description:
It was reported to boston scientific corporation that the sleeve was neither torn nor had been cut prior to breaking, and the physician experienced difficulty removing the sleeve. Reportedly, after the sleeve had detached, the physician had to look for it, and retrieved it from the patient's sacrospinous ligament.